Manufacturer narrative:
Concomitant medical products: product ID: 8784, lot# serial# (B)(4) implanted: (B)(6) 2021, explanted: product type: catheter, product ID: 8780 lot# serial# (B)(4), implanted: (B)(6) 2021, explanted: product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 04-nov-2022, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 17-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving fentanyl (7,5000 mcg/ml at 499.5 mcg/day) via an implantable pump for non-malignant pain. It was reported that patient had a catheter revision on (B)(6) 2021 because they had not been experiencing the benefits on the medication in their pump in (B)(6) 2021. Patient reported that their pump didn't work the same after her pump and catheter replacement in (B)(6) 2021. Catheter was removed on (B)(6) 2021 and replaced with a new ascenda catheter. There was no obvious damage to the catheter upon removal.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving fentanyl (7,5000 mcg/ml at 499.5 mcg/day) via an implantable pump for non-malignant pain. It was reported that patient had a catheter revision on 11/18/21 because they had not been experiencing the benefits on the medication in their pump in march 2021. Patient reported that their pump didn't work the same after her pump and catheter replacement in march 2021. Catheter was removed on 11/18/21 and replaced with a new ascenda catheter. There was no obvious damage to the catheter upon removal.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, lot# serial# (B)(4) implanted: (B)(6) 2021, explanted: product type: catheter, product ID: 8780 lot# serial# (B)(4), implanted: (B)(6) 2021, explanted: product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6)2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.